Event description:
It was reported by the cath lab manager that a patient was transported into the hospital after coding in the field. Two intra-aortic balloon (iab) fiber optic catheters would not zero or calibrate. A third fiber optic cable worked on a different intra-aortic balloon pump (iabp). It was reported that the patient was still on the pump and stable. There was no report of patient injury or consequence, a delay in initiating therapy has been reported. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab fos would not zero is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: for complaints involving the same patient and event date see: MDR #3010532612-2019-00482 and tc # (B)(4). MDR #3010532612-2019-00479 and tc # (B)(4).

Manufacturer narrative:
(B)(4). For complaints involving the same patient and event date see: (B)(4).

Event description:
It was reported by the cath lab manager that a patient was transported into the hospital after coding in the field. Two intra-aortic balloon (iab) fiber optic catheters would not zero or calibrate. A third fiber optic cable worked on a different intra-aortic balloon pump (iabp). It was reported that the patient was still on the pump and stable. There was no report of patient injury or consequence, a delay in initiating therapy has been reported. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost.